Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and informed them that each error could be caused by different components, but the most likely culprit is the main board. The rse advised sending the unit in for bench repair to confirm and ensure all issues are resolved. The customer already has a replacement main board and would like to proceed with replacing it and reloading software. The rse opened a support hold for one week per customer request. The case was closed due to no callback within that period. Based on the information available in the case, the cause of the reported problem was confirmed to be the main board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Customer reported that the device had issue with speaker. It is unknown if the speaker produced any sound. The device was not in use on a patient at the time of event, there was no adverse event reported.